Manufacturer narrative:
Secondary intervention: the dislodged stent was retrieved with a snare. Stent dislodged, stent previously deployed at ostium of bypass graft, 90% stenosis, excessive tortuosity.

Event description:
An attempt was made to deploy a 2.5mm diameter x 14 mm length endeavor rx drug eluting coronary stent at distal end of a bypass graft deployed in the past. The target lesion exhibited 90% stenosis and excessive tortuosity. It was reported that the relevant stent was caught on one other MFR stent previously deployed at the ostium of the bypass graft and dislodged from the delivery system. The relevant stent was removed from the pt body with a snare then one other endeavor rx stent was deployed at target lesion. The pt is reported to be fine and no other sequelae were reported.